Event description:
It was reported that the perisafe I 17 x 3-1/2in had the cannula stay inside the patient while attempting to withdraw.

Manufacturer narrative:
Investigation: during DHR review no qn's were found relating to catheter defective or other defects. Sample received was used to investigate the root cause. The failure mode was not able to be duplicated in the nogales manufacturing process. There are no sharp edges in the assembly and packaging process to allow the catheter broke failure mode. Parts are only placed into the package and sealed. Based on the nature of the reported defect with the sample provided, the probable root cause could not be determinate since the failure mode cannot be duplicated. The sample does not show the three holes required to perform the occlusion test as per specifications. Catheter was cut incorrectly and it was likely caused by mishandling by the user of the device. No sharp tools are used in the nogales manufacturing process.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the perisafe I 17 x 3-1/2in had the cannula stay inside the patient while attempting to withdraw.